Manufacturer narrative:
This is an investigational device in china however ziv6 ptx is a legally marketed device in the us with the PMA/510 (k) # p100022/s001. The ziv6-35-125-6.0-60-ptx-ci stent of lot number c1010201 was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. Images were provided to support the complaint investigation and the following comments were provided by the independent reviewer: ¿findings: implantation angiography and 1 year follow up ultrasound are provided along with the complaint report. The ultrasound demonstrated stent occlusion approximately 2cm inside the stent. Since the distal sfa stent was deployed longitudinally compressed to 45mm, this approximated the stent mid-point. The distal stent was occluded as was the adjacent downstream artery. The popliteal artery (pa) was patent at the knee joint via retrograde flow through a small side branch. The implantation angiography demonstrated that this branch was the only pa branch and located at the knee joint. The pa was occluded just proximal the branch. Consequently, the occlusion spanned from approximately 2cm inside the stent through the downstream sfa and above knee pa. The above knee pa was significantly diseased at the conclusion of stent implantation procedure. Although the artery was angioplastied, it still was diffusely irregular, heavily calcified, and moderately stenotic (1.9mm) over a 3.5cm long segment. Although the sfa proximal stent end was patent on ultrasound, the inflow was significantly limited. This was demonstrated by waveforms that were weakly biphasic degrading to monophasic at the proximal stent end and waveform spectral broadening. This segment was diffusely mild to moderately stenotic at the conclusion of the implantation procedure. The proximal and distal reference vessel diameters (rvd) were 4.2 and 4.3mm respectively. Lumen diameters were still restricted to 2.7 and 2.6mm proximal the stent with the overall proximal sfa diameter restricted to approximately 3mm. Although, the majority of the stenosis was less than 30% residual compared to mean rvd, the 2.6mm residual lumen represented a 38% residual stenosis. The runoff was significantly diseased. The posterior tibial artery was occluded. The peroneal artery was initially the most preserved runoff of vessel. It was diffusely small but without severe stenosis to the ankle where it terminated as tarsal arteries to supply the ankle and foot. The anterior tibial artery was initially severe stenotic and possibly focally occluded in the distal calf. It improved during the procedure. This improvement was at least partially from the direct injections performed on the later angiography but also likely from angioplasty. This is inferred from the improvement and imaging sequence as no imaging demonstrating angioplasty or labelled as post angioplasty was provided. The stent was constrained generally to 4mm except at the ends where it was constrained to 3mm. Branches still filled from the mid stented artery segment. It was these branches that kept the proximal stent patent. Branches were then absent until the knee joint pa was reached. Here the next patent branch was the branch that would eventually serve to reconstitute the artery distal the occlusion. Impression: the stent occlusion was likely secondary to atherosclerotic occlusion of the above knee pa. The artery proximally thrombosed to the most proximal sfa branch which happened to originate from the middle of the sfa stent. Significant findings relative to the patient¿s anatomy were not observed. Significant findings relative to the disease state were observed. Runoff was severely limited and atherosclerosis ubiquitous. Significant findings relative to the use of the device were observed. The stent was implanted with significant residual disease proximal and distal. The stent occlusion was secondary to an occlusion distal the stent. Significant findings relative to the design or performance of the device were observed. The distal stent occluded.¿ the customer complaint can be confirmed as imaging revealed that the stent occluded. According to the imaging review, the stent occlusion was likely secondary to atherosclerotic occlusion of the above knee pa. The artery proximally thrombosed to the most proximal sfa branch, which happened to originate from the middle of the sfa stent. The stent was implanted with significant residual disease proximal and distal. The stent occlusion was secondary to an occlusion distal the stent. Clarification was requested regarding the primary nature of the stent occlusion and the independent reviewer confirmed that the occlusion within the stent was primarily thrombotic. From available information, it is known that the patient had known potential risk factors for thrombosis including hypertension and diabetes type ii. Based on the above, it is very unlikely that the reported occlusion occurred due to zilver ptx malfunction. According to the independent reviewer, the stent occlusion was secondary to an occlusion proximal the stent. However, as the conditions of use could not be replicated, a definitive root cause cannot be determined. It can be noted that as per the instructions for use, arterial thrombosis is a known potential adverse event associated with the placement of this device. Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1010201. According to the complaint information, treatment recommendation was to continue dapt. No other adverse events were reported for the patient. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
(B)(6), occlusion/restenosis requiring intervention possibly related to product. The lesion morphology revealed mild calcification and no thrombus. There was no previous intervention in the study lesion. The study leg abi was 0.55 and the rutherford classification was three. The inflow tract was 50-99% stenosed and treated prior to study stent placement. The residual stenosis of the inflow tract was less than 30%. There were two patent runoff vessels. Baseline angiographic measurements revealed a proximal and distal reference vessel diameter (rvd) of 5.0 mm and 100% diameter stenosis. The lesion length was 40.0 mm. On (B)(6) 2015, the patient underwent pre-dilatation of study lesion with one inflation of a 4.0 x 120 mm balloon. One 6.0 mm x 60 mm (lot # c1010201, serial # (B)(4)) zilver&#59408;ptx v study stent was placed in the right distal superficial femoral artery via contralateral access. The implanting physician noted no difficulty using the stent or the delivery system. No non-study stents were used to treat the study lesion. Post-stent dilatation was not performed. At the conclusion of the case, there was 5% residual stenosis remaining in the study lesion. The post-procedural abi in the study leg was 0.52. On (B)(6) 2015 (three days post-procedure), the patient was discharged from the hospital taking aspirin and plavix. On (B)(6) 2015 (128 days post-procedure), the patient stopped taking aspirin and plavix due to a hemorrhagic stroke. On (B)(6) 2016 (201 days post-procedure), the six-month follow-up clinical assessment was performed. The study leg abi was 0.23 and the rutherford classification was three. On an unknown date in (B)(6) 2016 (227 at least days post-procedure), the patient restarted aspirin and plavix. On (B)(6) 2016 (343 days post-procedure), the twelve-month follow-up clinical assessment and ultrasound was performed. The study leg abi was 0.46 and the rutherford classification was three. The proximal portion of the study vessel was patent. There was an occlusion within and distal to the study lesion. The treatment recommendation was to continue dapt. The investigator evaluated this event and determined the occlusion/restenosis was possibly related to the study product and not related to the study procedure.